Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, during ablation to the right pulmonary vein, loss of phrenic capture was noticed. Phrenic nerve palsy (pnp) did not recover by the time the case had been completed with cryo. It is unknown at this time whether the patient had recovered prior to hospital discharge. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot 54597, were returned and analyzed. The data files did not show any system notices for the date of the reported event. Visual inspection of the catheter showed the catheter did test out of specification for an issue unrelated to the reported clinical issue. The catheter passed the performance test and electrical integrity as per specification; the impedance was also within specification. Dissection and pressure testing did not show any leaks or traces of liquid or blood inside the catheter. A known clinical issue was encountered during the procedure.

Event description:
It was reported that during a cryoablation procedure, during ablation to the right pulmonary vein, loss of phrenic capture was noticed. Phrenic nerve palsy (pnp) did not recover by the time the case had been completed with cryo. Additionally, a system notice was received indicating a file operation error: file/directory not found. The replacement of the usb resolved the issue. Upon further followup, the patient did not recover from the pnp prior to discharge. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.